Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use, however, a significant amount of air was drawn into the syringe when the sheath was aspirated, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the outer valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected for use, however, a significant amount of air was drawn into the syringe when the sheath was aspirated, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.